Manufacturer narrative:
Section a2, a4, a5: unknown/asked but unavailable (asku). Section d1: brand name: unknown, as the lot number was not provided. Section d4: model number: unknown, as the lot number was not provided. Section d4: catalog number: unknown, as the lot number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown as product lot number was not provided. Section d4: UDI number: unknown, as the lot number was not provided. Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section g4: PMA/510(k)#: unknown, as the lot number was not provided. Section e1 : telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation and the lot number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a cartridge was defective as it was bent. There was patient contact. Through follow up, it was learned that the tip of cartridge was bent too much. The intraocular lens (iol) was not inserted at all due to the cartridge tip bent. The iol was unable to be salvaged as it was advanced too far in the cartridge canal, and was stuck in the cartridge in an attempt to retrieve it. It is unknown if the lens was damaged. The patient was not injured and no additional intervention was required. The product was discarded. No further information was provided.